Manufacturer narrative:
Complaint allegation is confirmed. Visual evaluation identified that one of the returned drivers had a biocomposite anchor attached, which had broken off. No fragments of the broken pieces were returned. The second driver was returned without anchor and sutures. Per the allegation, it was returned after being used without any issues. Functional testing was not conducted due to the devices' damage. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
It was reported that during a mpfl knee surgery the tip of the anchor broke off inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event has yet to be determined. Should additional information be made available, a follow-up report will be submitted.